Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels ranging from 43 - 70 mg/dl which were due to the customer's eating schedule and forgetting to eat. The customer would address the bg levels by consuming carbohydrates and juice and at times would require the help from their friends to address the bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.